Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red and itchy skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient use cortisone cream on the skin irritation. Follow up indicated that the patient's skin irritation improved.